Manufacturer narrative:
The inulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. No moisture damage on motor noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. The customer states she saw condensation on the pump and there is a crack on the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.